Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) v60 ventilator had a blower that was not working. The customer stated that the power management (pm) board was replaced, but the issue was not resolved. The customer was provided with the part number for a replacement blower assembly. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and the customer reported that the blower assembly and motor control (mc) board were ordered. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 30dec2024, 09jan2025, and 16jan2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.